Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4) was utilized due to the surgery that occurred.

Event description:
It was reported that this patient had experienced syncopal episodes and system evaluation was being performed. A review of the stored data identified the lead safety switch had been triggered due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. No capture was observed in bipolar configuration; therefore, the lead was reprogrammed to unipolar configuration. A revision procedure was subsequently performed and the rv lead was removed from service and replaced. No additional adverse patient effects were reported.